Event description:
During training by a zoll medical sales rep, the device displayed "pacer fault 116" and "defib fault 72" messages. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product, and this complaint is still under investigation.